Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blank display and insulin pump was not working. The customer was also experienced frozen screen and reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed, instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroded electronic assemblies not allowing unit to turn on or access to download. Unit also receive with the following cosmetic damages: stained keypad overlay, scratched case, pillowing keypad overlay, battery tube threads - cracked and cracked case (battery tube). In conclusion, unit came in with blank display due to corroded electronic assemblies. Unable to confirmed frozen screen due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.